Event description:
Healthcare professional reported left side capsular contracture baker grade iii, rupture, and late seroma. Device has been explanted and replaced with non allergan devices.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture, and seroma.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture, and seroma.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, rupture, and late seroma. Device has been explanted and replaced with non allergan devices.